Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin squirt out during manual prime. No harm requiring medical intervention was reported. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated that drive support cap was normal. Customer stated insulin did not continue to drip after letting go of the act button. Customer stated the motor did not slow down nor did numbers ramp up on the screen. The device will be returned for analysis.